Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) required an emergency replacement due it being two years past end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.